Event description:
There was no patient involved in this event. No status indicator.

Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the (B)(6) 2012 and performed to specification up to and including the (B)(6) 2014. The device a several self-test due to a low battery on the (B)(6) 2014. A drop in voltage was observed at this time. No further log entries were recorded. A test pad-pak was inserted, the device powered on and passed a self-test. The device was tested and successfully delivered a test shock. The device powered off normally with a flashing green status led. During testing the green status led stopped flashing and remained constantly lit. The device was disassembled for investigation. Investigation found the reported fault can be attributed to moisture ingress resulting in corrosion within the membrane. This caused the led to remain constantly lit and an increase current drain. This would have resulted in the premature depletion of the pad-pak. No pad-pak was returned for investigation.